Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 6, 2017: litigation received. Litigation alleges pain, difficulty ambulating and sleeping. It was also reported that the patient suffered from metal ions and debris into his body.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges implant failure, causing injuries and necessitating a revision surgery. After review of medical records for MDR reportability, patient was revised due to left hip pain and metallosis. Revision notes indicate that upon entering the hip joint, there was some clear yellow fluid. There was no purulence. The periarticular capsular tissues were stained a gray color. On inspection, there was a bit of corrosion on the trunnion. Clinic visits reported of cysts, carbuncles, iritis and dyspnea and chronic headaches. Laboratory result for metal ions were above 7ppb.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.